Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B21671-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event menorrhagia was added. Cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B21671-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B21671-invalid) inserted for female sterilisation. The patient's medical history included multigravida and parity 4. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B21671-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, hashimoto's thyroiditis, dizziness, nausea, vomiting, intracranial hemorrhage, menorrhagia, pelvic pain, asthma, eruption, bruising and meniere's disease. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menorrhagia ("menorrhagia"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted date of insertion was (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received event " cramping and unusual periods" were added. Rcc was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B21671) inserted for female sterilisation. The patient's medical history included multigravida and parity 4. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.